Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported being hospitalized for diabetes ketoacidosis. The customer stated he was having symptoms of diabetes ketoacidosis, leading him to be admitted to the hospital. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of hospitalization was 480 mg/dl. The customer stated he was feeling nauseous and fatigued prior to being hospitalized. The customer stated he was not in a vehicular accident. He was still in the hospital for diabetes ketoacidosis. The customer also reported a button error alarm. The customer stated his insulin pump may have been exposed to moisture. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.